Event description:
Subsequent information indicates that a revision procedure was performed. The lead was surgically abandoned and replaced. The device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead lead and device displayed pace impedance measurements of greater than 2500 ohms and a slight increase in pacing thresholds. The system will continued to be monitored. There were no adverse patient effects. The system remains in service.